Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that during the procedure, the surgeon clipped across the cystic duct amd transected the duct. The surgeon observed that (2) of the clips did not hold tightly and attempted to clip again. He was unable to consistently get good clip formation. The case was completed by using the same clip applier. There was no consequence to the patient.